Event description:
Left knee replacement (B)(6) 2009. Pain and loose and swelling. Was told to do more therapy. Therapy did not work. MRI was done. Scope and clean out done (B)(6) 2010. Scope cleans out didn't work. Left knee revision surgical done (B)(6) 2011. Still have a lot of swelling and pain. Had to quit work. Please check into the stryker knee. I have been in so much pain and had to quit work. I don't know if the numbers entered are on a recall list but they should be. I know I am not the only one that is having these problems my left knee stays swollen and I am in a lot of pain. I had my right knee replaced (B)(6) 2009 and I haven't had any problems yet with it. Please check on this and let me know if possible. Event dates: 2009 and 2010. Dose or amount: (B)(6).